Manufacturer narrative:
Concomitant products: product ID 8709, lot # l67851, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (unknown concentration and dose) and dilaudid 45 mg/ml at 12.137 mg/day via an implantable pump for non-malignant pain. The previous concentration of the dilaudid was 60 mg/ml. It was reported a pump alarm was heard and was alarming every half hour. The patient had relocated and did not have a physician to manage the pump thus it went empty. The patient "didn't go through very nice things" since it went empty. The patient "didn't have really severe withdrawals" because he was tolerant of the dose. The event date was (B)(6) 2015. Specific patient symptoms, interventions, troubleshooting/diagnostics, concentration and dose of bupivacaine, as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.